Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported problem of "operational personnel who were with the patient began to handle the cable of this equipment and an electrical discharge was generated while using a flogard infusion pump," was confirmed by the sample evaluation as a large amount of solution, residual rust, was found in the ac receptacle which has been potentially associated with the short circuit. The power cord showed signs of electrical burns on the power cord receptacle. The only damage caused by the short circuit was external; no internal components, electronic boards, fuses, circuits, etc., were damaged. The cable plug was found to be in good condition, showing that there is plastic space between the inlets of each terminal of the ac receptacle. This space separates and isolates the terminals, avoiding a short circuit. The cause was presumed to be an external short circuit between the fuse holder and ac cable, potentially originated by the presence of an excess of certain substance and by inappropriate manipulation of the supply cable near the ac receptacle. If additional information becomes available, a follow up report will be submitted.

Event description:
The nurse reported that during handling of the cable by the operational personnel an electrical discharge was generated. The nurse presented with some electrical burns on "her fingers" as a result of the discharge. The event was reported to have occurred during use. It is currently unknown if there was any medical intervention related to this event. No additional information is available.